Event description:
It was reported that during a routine generator change, the physician decided to replace the right ventricular (rv) lead due to high thresholds. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.